Event description:
Caller reported a pixel issue on the pump display that affected their ability to interact with the device and read the screen. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced, provided the customer with instructions for storage mode, and requested the return of the defective pump using a pre-paid label within ten days. The customer planned to use a backup insulin pump to ensure uninterrupted insulin delivery.